Manufacturer narrative:
Results of investigation: the carefusion failure analysis engineer received the suspect gas delivery engine (gde) for investigation. The technician was able to duplicate the reported issue of circuit occlusion alarms. The technician performed calibrations and reported a faulty inspiratory pressure transducer (xdcr 1) on the transducer-communication-alarm (tca) printed circuit board assembly (pcba). This issue is currently being addressed under remedial action avea z-1609-2015.

Manufacturer narrative:
(B)(4). The carefusion field service representative went onsite to evaluate the suspect device. The field service rep confirmed the ext high ppeak (extended high peak pressure), circuit occlusion, safety valve alarms. Carefusion technical support recommended running expiratory pressure transducer calibrations. If the calibration test fails, and the issue is not resolved the faulty part will be routed to carefusion fa lab for further evaluation. At this time, the suspect device has not been received by carefusion failure analysis lab. Once the failure analysis investigation is complete, a supplemental report will be added. Should any additional information received from the customer will be included in the supplemental report.

Event description:
The customer reported while using the avea ventilator, the unit was alarming ext high ppeak (extended high peak pressure) and circuit occlusion alarms. The issue occurred during patient use. The customer reported the respiratory therapist was in the room when the issue occurred, the ventilator was removed from the patient and the patient was place on another ventilator. There is no report of patient consequence associated with the event. Once out of service, the customer reported troubleshooting the suspect device. The customer claims this alarm is constant, removed the patient circuit and exhalation filter, and the issue was not resolved.